Manufacturer narrative:
The file was reassessed for reportability on 27aug2020 as not reportable.

Event description:
Customer reported broken/damaged- cracked/or damaged front case, rear case, and door.

Event description:
Customer reported a cracked or damaged device front case, rear case, and door. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/11/2007 to the present date 10/07/2020. This device has been returned for service one time prior, which correlates to the customer reported issue or service repairs. (B)(4).

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported broken/damaged- cracked/or damaged front case, rear case, and door.